Event description:
The duett sealing device was deployed following a left heart catheterization with an intra-aortic balloon pump (iabp) removal. The sheath upsized from 8f to 9f before deploying the duett. The duett deployment was performed on the iabp side. During a change of medical personnel holding direct, non-occlusive pressure, a considerable amount of blood was ejected from the site. A hematoma developed and continued to grow into the flank. An ultrasound was performed and a pseudoaneurysm was detected, which was surgically repaired. The surgeon found no clot at the site after repairing the artery. The pt is doing fine and awaiting a coronary artery bypass graft (CABG). No further complications were reported.